Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm has been returned and evaluated by the failure analysis (fa) team. The reported issue was confirmed and replicated. Error 23007 in log indicated a fault in axis 2. Visual inspection revealed no apparent issues. The usm functioned on a golden system but failed the yaw friction test. Failure analysis determined the yaw motor module was the root cause.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure using an xi system, an operating room (or) staff called to report that universal surgical manipulator (usm) arm 4 would not release tissue after the surgeon released his grip. The staff used the manual release knob on the stapler instrument to open the jaws. The technical support engineer (tse) reviewed the logs but found no related issue and advised that not pushing the emergency stop before manual release could cause arm damage. The same issue occurred with two stapler instruments. The procedure was completed as planned with no report of patient injury.